Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location of the kaguya set, which is known to cause an alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a kaguya set experienced an unknown alarm. The patient was not connected at the time of the alarm. This occurred during priming of peritoneal dialysis therapy. During troubleshooting, it was reported that the kaguya set was leaking from an unspecified location that led to an alarm. The patient was advised to change the therapy setting and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.